Event description:
Olympus received medwatch report from the user facility stating, "the exterior portions of the insertion tubes were noted to have peeling and flaking of the outer sleeves. The material breaking off is a clear coating. Concerned about pt safety (flakes breaking off inside the pt's lungs)." The facility reported that this was one of three devices inspected by a hosp biomedical engineer. The device was said to have been inspected in 2008. The inspection was said to have revealed insertion tube damage that was consistent with what appeared to be chemical damage to two bronchoscopes. The user facility also reported that the original equipment MFR of the automated endoscope reprocessor used at this facility replaced the machine for an unspecified problem. There were no adverse events said to be associated with the use of these bronchoscopes.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that the insertion tube was peeling and blistering throughout. The device passed the leak test. Additionally, there were light spots of stains or debris on the image. The cause of the user's report appears to be consistent with chemical damage. This report is being submitted as an MDR in an abundance of caution. Report # 8010047-2008-00206 and 8010047-2008-00207.